Event description:
I use libre 3+ sensors for my continuous glucose monitor (cgm), produced by abbott industries. Last sunday and monday, my glucose numbers kept dropping to dangerous levels, so I ate additional carbs to compensate. But even after consuming plenty of carbs, my glucose readings remained low (in the 40s). When I used a traditional glucometer, I found my actual number was 205. So, for two days I was chasing low numbers when they were actually too high. This is one of many issues with the libre 3+. They are supposed to last 15 days, but it's rare when mine get to 13 days. Without failure. Because insurance only covers two sensors per month, I have to go without a sensor for days each month. The company has to be aware of these issues since I have contacted them numerous times to get replacement sensors. Most frustrating, I saved thd sensor and checked its serial number on the libre site since they just sent out ane ba email notifying customers of the low readings issue and a recall. My sensor is not among those under scrutiny. There have been numerous deaths thus far from their product and I fully expect a class action suit to evolve--I will be among the complaints. I hope you can look into this issue and get them to broaden the scope of their recall. I have not run low numbers like this during any period of my using a cgm. The issue is the product--and abbott industries knows full well.